Manufacturer narrative:
There were no product malfunctions reported. The artisan extend catheter performed according to the approved instruction for use. All artisan extend catheters are tested for performance prior to release. The artisan extend catheter does not provide energy for ablation. Based on the information provided by st jude medical, the physician alleges the hansen sheath to be the cause of the event. The device was discarded at the time of the procedure and was not retrievable for investigation. The patient recovered and was reported as improving the following day. Device not returned for evaluation.

Event description:
It was reported, following an af ablation procedure using a st jude nav x catheter and hansen artisan catheter, the patient experienced a tamponade in recovery. A pericardiocentesis was performed draining approximately 500ml of blood which stabilized the patient. The patient recovered and was reported improving the following day.